Event description:
It was reported that pump reset occurred unexpectedly for customer in france, and no additional circumstances or blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. No corrective actions, medical outcomes, or technical support interventions were described, and no further information was received regarding the outcome of the event.